Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide product code please provide lot number. Could you please specify the amount of the increased bleeding volume due to the intra-op suture breakage? Was any medical/surgical intervention required due to the intra-op suture breakage? Did any post-op care change due to the intra-op suture breakage? What is the most current patient health status and condition? According to the feedback of the sales representative, all the above answers are unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code. Please provide lot number. Could you please specify the amount of the increased bleeding volume due to the intra-op suture breakage?. Was any medical/surgical intervention required due to the intra-op suture breakage? Did any post-op care change due to the intra-op suture breakage? What is the most current patient health status and condition?

Event description:
It was reported that a patient underwent a cesarean section on 06/12/2021 and suture was used to sew the vessel . During the procedure, at the time of the knotting, the suture broke, resulting in failing to ligating the vessel and increased bleeding volume. The suture was immediately replaced to re-suture the vessel for hemostasis, and the patient's vital signs were stable. No additional information could be provided. Additional information has been requested.